Manufacturer narrative:
Initial reporter phone: (B)(6). An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 30800036l and no internal action related to the complaint was found during the review. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4),

Event description:
It was reported that a 69-year-old, male patient (90kg) underwent a paroxysmal supraventricular tachycardia ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and experienced st elevation due to coronary artery stenosis requiring percutaneous coronary intervention (pci). It was reported that st elevation occurred when conducting ablation near the right atrium (ra) cavotricuspid isthmus (cti) line. St returned to normal after 15 minutes. After conducting ablation, contrast imaging and pci was performed. The procedure was completed successfully. The patient has recovered. The physician's opinion on the relationship between the event and the product was that it was not product related. The event occurred accidentally. Coronary artery angiography (cag) should be performed probably prior on patients with suspected stenosis. There were no abnormalities observed prior to use or during use of the product. Relevant medical history includes coronary artery stenosis which was suspected from the beginning. A smartablate generator was used. The complaint product will not be returned for analysis this event will be conservatively reported as ablation was performed which could have contributed to inflammation increasing stenosis. Should additional information become available, this complaint will be reassessed accordingly.

Manufacturer narrative:
The patient did not require extended hospitalization because of the adverse event. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).